Event description:
It was reported that a pump malfunction occurred, indicated by malfunction code 16, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support arranged for a replacement pump to be sent and instructed the customer on how to store the pump and return the faulty one using a pre-paid label within ten days, which the customer understood and acknowledged.